Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 415 mg/dl, 289 mg/dl, and 100-something (mg/dl). No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.